Manufacturer narrative:
On november 05, 2025, the mentor analysis lab received two devices for evaluation, both of which had the same lot number and no identifying side designations. According to the information received, the patient experienced a deflation right breast implant. No product quality issues were reported for the left-sided device. The device was determined to be an unspecified textured saline breast prosthesis. On november 12, 2025, mentor completed evaluations on the returned devices as it was impossible to determine which device corresponded to the right-sided breast implant. Since both devices have the same volume, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The analysis for one device is being included in this report. See associated report for the other device evaluation. On november 12, 2025, the evaluation for one of two devices was completed. Device evaluation summary: visual analysis of the returned device, determined that the breast implant was found to be deflated. A tear is extended approximately 3.8 cm on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.8 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation with an unspecified saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the device information was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).